Manufacturer narrative:
Additional information: d9 device evaluation: follow-up report submitted to document device evaluation results.

Event description:
The manufacturer sales rep reported that "'just this morning we saw a cutter break in half, one part got stuck in the nose cone, the second flew off. We stopped using it as soon as it started to spin. We noticed a malfunction in the rotation, the cutter starts to twist and then breaks." The procedure was completed successfully, without a clinically significant delay; no adverse consequences or medical intervention were reported.

Event description:
The manufacturer sales rep reported that "'just this morning we saw a cutter break in half, one part got stuck in the nose cone, the second flew off. We stopped using it as soon as it started to spin. We noticed a malfunction in the rotation, the cutter starts to twist and then breaks." The procedure was completed successfully, without a clinically significant delay; no adverse consequences or medical intervention were reported.